Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, neurological deficit is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported that approximately six months post successful stenting of the median anterior communicating artery, the patient developed a facial frigore paralysis. The relationship of the device to the patient¿s reported paralysis symptoms is unknown. The patient was administered treatment (type of treatment is unknown) in response to the reported symptoms. There was a transitional deficit observed post the facial paralysis as the patient developed shingles on the right nerve territory. There was not relationship between the implanted stent and the shingle symptoms experienced by the patient. No clinical consequences were observed to the patient.

Event description:
It was reported that approximately six months post successful stenting of the median anterior communicating artery, the patient developed a facial frigore paralysis. The relationship of the device to the patient¿s reported paralysis symptoms is unknown. The patient was administered treatment (type of treatment is unknown) in response to the reported symptoms. There was a transitional deficit observed post the facial paralysis as the patient developed shingles on the right nerve territory. There was not relationship between the implanted stent and the shingle symptoms experienced by the patient. No clinical consequences were observed to the patient.

Manufacturer narrative:
Subject device remains implanted.